Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue. Reportedly, customer continued using pump for insulin therapy.